Event description:
Event description boston scientific, crm received information from this patient regarding his cardiac resynchronization therapy defibrillator (crt-d) device. The patient reported that he visited his physician last week to follow-up on a pocket hemotoma. Additionally, the patient reported that the last few mornings his heart rate has been between 35 and 40 bpm upon waking. He feels lightly short of breath; however, he is also being treated for a lung condition. The patient noted that after this his rate increases to the range it should be, and wondered if there was a feature in the device causing the low rate in the morning. A boston scientific technical services (ts) consultant recommended he discuss this information with with his physician.

Event description:
Boston scientific received information from this patient regarding his cardiac resynchronization therapy defibrillator (crt-d) device. The patient reported that he visited his physician last week to follow-up on a pocket hemotoma. Additionally, the patient reported that the last few mornings his heart rate has been between 35 and 40 bpm upon waking. He feels lightly short of breath; however, he is also being treated for a lung condition. The patient noted that after this his rate increases to the range it should be, and wondered if there was a feature in the device causing the low rate in the morning. A boston scientific technical services (ts) consultant recommended he discuss this information with with his physician.

Manufacturer narrative:
The boston scientific sales representative was contacted in an attempt to get additional information; however, the representative had no additional information. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. While undergoing testing the device was able to correctly sense, pace and respond to applied stimuli. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.